Event description:
Info rec'd indicates when the brakes were engaged on the bed, the casters would still roll.

Manufacturer narrative:
The technician found that the casters were worn due to age. He replaced the casters to repair the bed.